Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with vf episode during auto capture. Back up pulse, after an atrial ectopic beat, lead to a possible fusion beat resulting in a long-short coupled interval. After atp was delivered the device returned to sinus. The patient did not experience any symptoms.